Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01715. This report is being submitted as additional information. Age of device: one year, 6 months, 20 days. A direct correlation between heartmate ii left ventricular assist device (lvad) and the reported renal failure could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed the speed drop/pump stop events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvad and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The patient remains ongoing on heartmate ii lvad. The heartmate ii lvad instructions for use (IFU) lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on caring for the driveline (percutaneous lead),¿and explains that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling .a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that system controller history interrogation performed by the hospital clinician revealed low speed advisories followed by pump stoppages. The patient was admitted into the hospital for evaluation. The manufacturer¿s technical services representative reviewed the submitted log files and abnormal speed drops with pump stoppages while the lvad was connected to power module were confirmed. On 18apr2018, it was reported that the submitted x-rays reviewed by the manufacturer¿s technical services representative were unremarkable. The patient was in the hospital with the lvad connected to the power module with an ungrounded power module patient cable, and no further pump stoppages occurred. It was also reported that they were evaluating for a possible pump exchange or heart transplant. On 23apr2018, the submitted log file was reviewed and the pump parameters were within normal limits and no unusual events were observed since the ungrounded power module patient cable was in use. Per additional information received on 01may2018 stating that the patient had no further issues since the patient was placed on ungrounded cables. It was reported that the vad appeared to be working well. The patient, however, was now intubated. The patient was diagnosed with renal failure and was placed on continuous veno-venous hemofiltration (cvvh). The patient was "bronched" twice. The patient was scoped and was diagnosed with erosive esophagitis. The patient received a blood transfusion. After the transfusion, the patient developed breathing issues. Per additional information received on 02may2018, the account communicated it was believed to be the lungs and not related to the driveline. A CT scan was preformed of the chest, abdomen and pelvis. It showed no evidence of pump pocket infections.